Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was atrial pacing at a higher rate than programmed. Further inspection revealed that the ICD was misidentifying ventricular tachycardia (vt) as supraventricular tachycardia since it was atrial pacing at the rate of the vt due to the set episodal pacing mode. The vt rhythm was broken by anti-tachycardia pacing after switching the pacing mode temporarily. The episodal pacing mode was reprogrammed to prevent reoccurrence. The patient was in stable condition.